Event description:
Her port has been in place for 5 years. It seems she would be a good candidate to continue IV access. She cannot have blood draws of ivs on the left arm. She has a frozen shoulder on the right and is a very difficult stick for blood draws. I do not feel terribly comfortable leaving this port in place for any longer. I would recommend an exchange.